Event description:
A report was received that the pt was explanted due to an infection at the pocket site. The symptoms were redness at the pocket site and there was heat. The pt was given IV antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.